Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2017 with blood glucose of between 300-400 mg/dl at the time of the incident. The customer was just under 400 mg/dl at the time of the call. The customer used an insulin pen to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the infusion set will be replaced. The insulin pump will not be returned for analysis.